Manufacturer narrative:
The returned pump was tested for suction with known ac adapter and it passed the specification limit. The returned pump can not be tested with known batteries as battery contact was damaged. The returned batteries were larger in diameter and slightly longer than normal aa batteries. The use of irregular size batteries may have caused the smoke to emit from the battery compartment. The allegation of smoke could not be confirmed due to damaged battery contact.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report a situation that occurred one day the week before while pumping with the purely yours ultra breast pump. She uses only battery power while pumping at work due to no electrical outlet being available. She states smelling an odor before she noticed a small amount of white smoke from the battery compartment in the pump base. Customer immediately turned off the breast pump, removed the batteries and discarded them. She noticed the batteries were not damaged. She reports the springs that hold the batteries in place are bent. Customer was using 6 new aa rechargeable batteries. She reports no burn, injury or smoke inhalation during this event.